Event description:
The customer reported to olympus the evis exera iii video system center experienced freezing image and gray dots intermittently. The reported issue occurred during inspection of the equipment prior to putting the device in rotation at the facility. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the clv-190 is at 500 hrs, which was reportedly causing the hue. According to the customer, there is an issue when the device is connected with all 190 scope series. The scopes work fine with the other two towers. Tac instructed the customer to switch out the cv-190 with another tower. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a freezing image due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.